Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2016: electrocardiogram(ECG)=no myocardial infarction; (B)(6) 2016 (09:11): ck=161 u/l, normal upper limit 204; (B)(6) 2016 (09:11): ck-mb=4.15 ng/ml, normal upper limit 10.4. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The all star guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2016, an all star guide wire was placed at the right posterior descending (rpd) coronary artery of the right coronary artery (rca) using a non-abbott guide catheter for support. A rca dissection was then noted. Per physician, the dissection was suspected to be caused by the guide catheter. Following, a 2.75x23mm xience alpine stent delivery system (sds) failed to cross the rpd lesion. The all star guidewire and sds became bound together and were unable to advance or be withdrawn. Reportedly, this was possibly due to a plaque trapped in the non-abbott guidewire; however, this could not be confirmed. The sds and guide wire were removed as a single unit. There was no adverse patient effect. The patient was re-wired and the 2.5x23mm, 3.5x38mm, and 2.5x15mm xience alpine stents were implanted in the proximal rca and in the rpd. The dissection resolved without sequela. On (B)(6) 2016, the patient was discharged home. There was no additional information provided.